Event description:
Initial result for a patient glucose was 36 mg/dl. When repeated, the result was 107 mg/dl. The incorrect result was not used to guide patient therapy. The field service representative found the reagent nozzle was clogged and repaired the instrument.